Event description:
It was reported when using the bd vacutainer® edta 2k customer reports the negative pressure was too strong, causing kickback. The following information was provided by the initial reporter. The customer stated: when the holder was used to dispense into an tube as usual, the negative pressure was too strong, causing kickback. This event did not occur with all products.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased.